Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a (B)(6) infection. The pump was explanted because of the infection in 2007. The pump worked well until it had to be removed. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8703w lot# l36763 implanted: (B)(6) 1995 explanted: unk. (B)(4).